Event description:
It was reported that a neuro screw broke while being implanted into a patient during craniotomy. An unknown plate was involved in this event however there was no issue with the plate. There was no delay in the surgery and it is not revision surgery. Fragments of the screw were remained in the patient. This report I 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event is unknown and was mistakenly reported as (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.